Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1204af-100 flipcutter ii was received for investigation. Visual inspection identified that the cutting tip at the distal end of the device had broken off into three distinct pieces. The breakage site along the main assembly was noticeably warped/twisted. The cause remains undetermined, although a probable cause can be attributed to prying/leveraging forces applied during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during lca surgery the tip of the flip cutter broke off inside the patient. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.